Event description:
The lead assembly was returned for analysis in three pieces. Abrasions were identified on the outer silicone tubing at multiple locations. The outer silicone tubing appears to have been compressed at multiple locations. The outer silicone tubing has what appear to be internal abrasions at multiple locations. Three sets of setscrew marks were seen on the connector pin, providing evidence that proper contact between the setscrew and the lead pin existed at least once. Abrasions on the silicone tubing of the lead coils were noted at approximately 0.7-1.8cm past the electrode bifurcation. A cut in the silicone tubing of the positive coil was identified in the vicinity of the anchor tether. The positive coil is kinked at this location.

Event description:
It was reported by the patient's neurologist that the patient presented on (B)(6) 2012 with high impedance on a system diagnostic test. The physician indicated that there has been no trauma or manipulation to the neck or chest. The physician indicated that she was unsure if she would disable the device as the patient is not currently experiencing any adverse events. She stated that x-rays would be performed and sent to the manufacturer for review; however the x-rays have not been received to date. Attempts for patient implant information have been unsuccessful to date and no interventions have been planned at this time.

Event description:
Attempts for patient implant information have been unsuccessful to date as the implanting facility refused to provide the information as they indicated that patient authorization would be required. X-ray images have yet to be received by the manufacturer for review.

Event description:
Further follow-up revealed that the patient underwent generator replacement surgery on (B)(6) 2013. The surgeon did not replace the lead despite the high impedance reading. It was reported that following generator replacement a high impedance reading was obtained with the new generator and existing lead. The surgeon then programmed the patient on and the surgery was ended. The surgeon indicated that the patient was programmed on since the patient was reporting benefit from vns therapy and was not experiencing any side effects. The surgeon reported that he will discuss evaluation for lead revision with the patient's parents. Lead revision is likely; however, has not yet occurred to date. The implant card was received which confirmed the lead was not changed and that high impedance was still present after the generator was replaced on (B)(6) 2013. The explanted generator was returned to device manufacturer for analysis; however, the analysis has not yet been completed.

Event description:
It was reported that the patient underwent lead replacement surgery on (B)(6) 2013 due to high impedance. The generator was not replaced. The implant card was received on (B)(4) 2013 which confirmed that the lead was replaced on (B)(6) 2013. The lead impedance was marked ok and 1052 ohms. The lead was returned to device manufacturer for analysis on (B)(6) 2013. The analysis of the lead has not been completed to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Date received by manufacturer, corrected data: supplemental report #3 inadvertently listed the wrong date. The date should be (B)(6) 2013.

Event description:
Analysis of the lead was completed on (B)(6) 2013. The reported high impedance was verified. A break was identified in the positive coil. Scanning electron microscopy images of the positive coil show that pitting or electro etching conditions have occurred at the break location. However, due to pitting, surface contamination, and mechanical distortion (smoothed surfaces) the fracture mechanism cannot be determined. Also, the positive coil shows wear in the vicinity of the break location. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portions.

Event description:
The lead analysis found that the outer silicone tubing is abraded open at approximately 13-13.8cm, 18cm, and 29.8cm from the connector boot. The inner silicone tubing of the positive coil is abraded open at approximately 17.5cm from the boot. The inner silicone tubing of the negative coil is abraded open at approximately 17.6cm from the connector boot.

Manufacturer narrative:
Description, corrected data: this information was inadvertently left off of supplemental report #5.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the patient was seen for follow-up with surgeon and high impedance was obtained. It was reported that the patient feels stimulation; however, he does not feel an increase in stimulation with magnet activation. The patient was scheduled for lead revision and the device was left programmed on at the request of the patient's family. It was later reported that the surgery had been canceled and the patient's mother reported that the patient would have surgery in (B)(6). The surgery is pending; however, has not occurred to date. Analysis of the generator was completed and found no anomalies. The generator performed according to functional specifications.

Manufacturer narrative:
Description of event, corrected data: this information was inadvertently left off of supplemental report #5. Brand name, corrected data: this information was inadvertently left off of supplemental report #4. Model #, serial #, lot #, expir date, corrected data: this information was inadvertently left off of supplemental report #4. Manufacture date, corrected data: this information was inadvertently left off of supplemental report #4. Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution.